Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Modelec38-i10l-us is available in the USA with a 510k number k131855. We did a gfe but still couldn't get initial reporter information. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Potential endoscope contamination. There was no report of patient harm. The time of event is unknown. Not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
Correction information: g4: premarket identification PMA/510(k). G6: follow up #1. H2: type of follow up.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the operation channel deformed. Based on the result, we concluded that it was caused due to the excessive force applied on the operation channel. Correction information g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result. Additional information h4: device manufacture date.